Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed, a longitudinal tear 7.3cm from the tip and it is approximately 3.7cm long. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported, that balloon rupture occurred. The 50% stenosed, target lesion was located in the non-tortuous. And moderately calcified distal of superficial femoral artery. A 6.0mmx100mmx135cm, hybrid sterling balloon catheter was advanced for post dilation. However, on initial inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed. And the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the non-tortuous and moderately calcified distal of superficial femoral artery. A 6.0mmx100mmx135cm-hybrid sterling balloon catheter was advanced for post dilation. However, on initial inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.